Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees2371 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, "probable vein laceration." Start date: (B)(6) 2020; end date: (B)(6) 2020. "Mild severity and related to the procedure. Outcome: recovered, no sequelae. During first puncture of vein perivenous hematoma appears - probable vein laceration, second puncture was uneventful and subsequent insertion of catheter was successful."